Manufacturer narrative:
Problem code (B)(4) captures the reportable issue of catheter broken. Investigation results: visual examination of the returned complaint device revealed the catheter was broken in two different sections; the broken section was located near the balloon hub, and both sections of the catheter were returned. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the interaction with the scope or the way how the device was introduced, and/or excessive manipulation of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the catheter snapped in half upon withdrawal of the scope outside of the biopsy cap. Reportedly, the physician then retrieved the other remaining half in the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the catheter snapped in half upon withdrawal of the scope outside of the biopsy cap. Reportedly, the physician then retrieved the other remaining half in the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.